Manufacturer narrative:
The pacemaker was received for analysis. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this pacemaker were re-investigated. All production steps had been performed accordingly. Particularly the final acceptance test proved the device functions to be as specified. The device interrogation revealed the battery status eri since the (B)(6) 2015. The amount of charge taken from the battery was verified. The battery condition was found to be as expected. Next, the ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. There was no indication of a device malfunction. In conclusion, the pacemaker was fully functional. The amount of charge taken from the battery was verified and the battery status was anticipated.

Event description:
Ous MDR - it was reported that this pacemaker showed a premature battery depletion after about 64 months of implantation. Expected life to eri is 0y 0m, but the impedance and the voltage of the battery are good. No adverse patient effects were reported. The device was not returned for analysis.